Manufacturer narrative:
No other event details could be obtained regarding this device and the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient suspects there might be an infection of this pacemaker pocket.